Event description:
It was reported that during a turbinoplast procedure using the turbinator coblation wand, the surgeon felt that the patient was experiencing more tissue trauma than is normal with tissue debulking. The surgeon alleged that the device burned through the mucosa and turbinates on both sides, even though they closely followed the instruction for use. There were no further details provided regarding the outcome of this patient.